Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (mcs). After approximately eight hours, the patient was escalated to an impella 5.5 for continuation in therapy. However, the first impella 5.5 implanted malfunctioned and therefore was explanted and replaced. The replacement impella 5.5 was positioned under transesophageal echocardiographic guidance and ramped achieving a flow of 4.3 liters per minute. The patient was sent to the unit intubated and on impella 5.5 mcs. The following morning, the patient remained intubated. However, did not require sedation at this time. An echocardiogram was completed, and ejection fraction was noted as 15-20% with right ventricular systolic function reduced. The plan was to take the patient to the catheterization lab for left and right heart catheterization. Overnight the patient had required additional blood products, volume resuscitation, and multiple amps of bicarbonate. The patient was in atrial fibrillation with rapid ventricular response and sustained ventricular tachycardia. The cardiologist gave multiple amiodarone boluses with amiodarone drip, and attempted beta blockers intravenous. However, rate control was unable to be achieved. The physician also attempted to cardiovert the patient two times. The patient was eventually cardioverted back into sinus rhythm and an impella rp flex was implanted (patient now on bipella support). It was noted that since placing the impella rp flex and cardioverting, the patient has been able to wean pressor requirements. The patient was continued on bipella support per the noted plan. At this time, the patient was sedated along with intubation. The patient was noted to move all extremities with purposeful movement noted to bilateral upper extremities. Throughout the day, the patient was noted to have ectopy and later that evening had two runs of ventricular tachycardia and was able to be shocked to normal sinus rhythm each time. The impella 5.5 measured 4.4 centimeters from the aortic valve annulus. The left ventricle chamber appeared narrow, and therefore, the patient was repositioned in the bed to ensure no contact with the wall. The inlet tip appeared close to the lateral wall but touching at the time of the echocardiogram. When the patient was flat on his back, the impella 5.5 inlet was in mid-ventricular space. The echocardiogram technician had completed the exam when the patient went into ventricular tachycardia and then ventricular fibrillation. The patient was shocked, and the patient remained in ventricular fibrillation despite the second shock. Medication and fluids were administered, and the patient was shocked back to sinus rhythm. The impella 5.5 was slightly rotated and locked at 34.5 centimeters marking, measuring 4.2 centimeters from the aortic valve annulus. The patient was in sinus rhythm with no further runs of ventricular tachycardia. However, ectopy was still noted at times. The following day, it was noted the patient¿s heart rate was irregular. There was ectopy at times. There were no more ventricular tachycardia and ventricular fibrillation issues after the event overnight. Urine was green in the foley tubing/bag and urine output has been less than 30 milliliters per hour to no urine for the last five hours. Bumex drip was started overnight. Creatinine continued increasing and a discussion was made for possibly starting continuous renal replacement therapy (which was started). Labs were drawn and were hemolyzed. The impella 5.5 and impella rp flex were weaned by one performance level. Labs were drawn again. The next day, the patient remained on mechanical ventilation and sedated with dialysis running. Dressings for both impella 5.5 and impella rp flex were noted clean, dry, and intact. A chest x-ray showed the impella rp flex was in the proper position above the pulmonic valve. Labs came back hemolyzed. Overnight, no ectopy was and one unit of blood and 500 of albumin were given. Echocardiogram this day in the morning showed left ventricular ejection fraction of around 10%. The plan of care was to continue the patient on bipella (impella 5.5 and impella rp flex) support. However subsequently, the patient¿s family withdrew care. The impella 5.5 and impella rp flex devices were both turned off along with intravenous drips and mechanical ventilation. The patient thereafter expired.

Manufacturer narrative:
Medical safety officer reviewed and determined there is not enough evidence to exclude impella 5.5 (serial number (B)(6)) as an associated factor in the patient's outcome. The is one of two reports associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-29934 for the report on the initially implanted impella 5.5 device serial number (B)(6). The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis, ectopy, and positioning issues has been completed. Clinical reports runs of vt (ventricular tachycardia), ectopy, atrial fibrillation (af), and ventricular fibrillation (vf) throughout the case. Pump appeared to be touching lateral wall of lv during some echos and while the patient was in different positions in bed. Amio boluses, beta blockers, and magnesium were given, cardioversion was attempted, and patient was shocked multiple times throughout the case. Data logs are not applicable and product was not returned. The root cause of the vt, ectopy, af, and vf was unable to be determined due to insufficient clinical details. Clinical details note that the physician checked pump positioning via echo due to runs of vt. The 5.5 measured 4.4 cm from av annulus. The lv chamber appeared narrow and therefore, patient was repositioned in bed to ensure no contact with wall. Inlet tip appeared close to lateral wall but was touching at the time of echo. When patient is flat on back, the inlet is mid-ventricular. The 5.5 was slightly rotated and measured 4.2 cm from av annulus. Another echo the next day showed inlet measuring 4.0 cm from av annulus. Data log review showed no major positioning issues except position unknown alarms during suction. The root cause of the positioning issues was most likely patient condition related as the clinical noted that the patient's lv was narrow and the patient's position in bed affected the pump's proximity to the lv wall. Clinical details state that labs were hemolyzed and it is unknown if the hemolysis resolved. Eventually care was withdrawn. Data log review showed suction with position unknown alarms. There was also a slight downward trend in ps. The root cause of the hemolysis was not determined since product was not returned and it is unknown if/when the hemolysis resolved.